Event description:
Healthcare professional reported, left side "pain and a fever of 38.5c". After surgery, physician confirmed, capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "pain and a fever of 38.5c". After surgery, physician confirmed capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "pain and a fever of 38.5c" and rupture. The device has been explanted.